Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during pulmonary resection, the stapler was not able to fire. It was noted that the surgeon was able to press the green button and squeeze the handle. Another device was opened to complete the case. There was no patient injury.